Event description:
Per surgeon's report: there was a large dehiscence on the valve at the 3 to 6 o'clock position on the posterior leaflet. The dehiscence was between the anterior and posterior leaflet on the right hand side of the valve as faced from the left atrium. The tissue did not appear to hold good sutures. It was replaced with sjm valve 29mj-501.